Manufacturer narrative:
Investigation of the device including the logs confirmed the issue. During the issue described of a failed state, the arkon automatically activates the emergency oxygen and the licensed clinician, who is in constant attendance, can continue to manually ventilate the patient while power cycling the device which resolves the issue. The customer was provided additional education regarding usage of the device during the issue. The investigation findings showed no risk of serious harm to the patient and no serious risk should the event recur, however spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2017, the clinician heard a quiet high pitched noise as the arkon became unresponsive and screens went grey while in use after the emergency oxygen was activated, the clinician swapped devices to resolve the issue. No injury was reported as a result of this event.